Event description:
For at least four years rptr has had joint pain, nausea, vertigo, numbness and tingling in hands & feet, breast pain & tightness. She put up with all that as she really counld not afford expensive testing and she did not realize it was related to her implants. About 1 1/2 yrs ago she began to get worse. She started having cognitive problems, memory loss, continuous sinus attachs, intense pain in her hands and feet and extreme tiredness. She left her job in august and by october she was beyond coping. She was having blackouts, total fatigue. The pain in her hands & feet was so severe that no arthritic medications helped. Her joints and muscles hurt terribly, she was depressed, weak and had constant nausea. She began seeking help. She has been diagnosed as having cronic fatigue immune dysfunction syndrome. A dr who is a specialist in the field of chronic fatigue immune dysfunction syndrome, diagnosed her auto-immune disease. She has had a great deal of testing to establish this disease. She has a great deal of documentation available on herself. She is very sick. She had her implants removed in 12/93. An MRI done before the surgery indicated an extracapsular lobule of silicone in the inferior medial aspect of the breast. Also a line of decreased signal in the anterior portion of the left prosthesis which most likely represents an intracapsular leak. When her implants were removed, one implant was ruptured. At the present time, she still suffers from many different symptoms, severe fatigue, joint and muscle pain, headaches, vertigo, pain in hands & feet, cognitive problems, memory loss, depression. Gastric problems, she cannot work at a regular job and is so exhausted and weak that she walks with a cane and has to rest 4 to 6 hrs in the daytime, besides her eight hours of night rest. She is on medications and nutritional supplements to try to help with all her problems. She is disabled, has lost her car, her home and she is facing 18,000.00 in hosp and medical bills. Her medication each month is well over $500.00. She is single, has no insurance and her mediccine takes all of her $546.00 a monthly disability. She had implants due to fibrocystic disease and a resulting subcutaneous mastectomy of both breasts. She was assured the implants were safe. She is sick, angry, worried about further complications and having great difficulty in coping with her life as it has become. She is also disfigured as her dr told her not to dare to put anything in the way of an implant back as her distressed immune system could not tolerate it and that all implants were very dangerous to her already poor health.